Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No additional information was provided by united therapeutics. Primevigilance could not reach out to obtain more information as no contact information was available. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
It was reported that the patient experienced injection site irritation and itching where chloraprep was used. Per complaint details received: irritation around central IV site [injection site irritation], itching around central line site [injection site itching], did not use chloraprep because it irritates his skin [skin irritation]. Case description: this united states case is a spontaneous report received on 19 mar 2021, from a consumer via (B)(6) specialty pharmacy. Additional information was received as solicited report on 21 mar 2021 from a pharmacist via (B)(6) specialty pharmacy. This [omitted] patient began therapy with remodulin (treprostinil sodium, concentration 2.5 mg/ml), on (B)(6) 2021 for pulmonary arterial hypertension (pah). The current dose was reported as 0.030 g/kg, continuous via intravenous (IV) route. On (B)(6) 2021, the patient experienced the event of continued in additional info section...irritation around central IV site (injection site irritation, hospitalized). On an unreported date in 2021, the patient experienced the event of itching around central line site (injection site pruritus). Relevant medical history included pah. The patient reported that he had itching around central line site and would inform to md about it. On (B)(6) 2021, 2 months 7 days after initiating IV remodulin, the patient was admitted to the hospital due to irritation around central IV site. It was reported that the pharmacist called to confirm the patient's most recent IV remodulin dosing and stated that the patient was admitted earlier today ((B)(6) 2021). Action taken with IV remodulin dose was not changed due to the events of injection site irritation and injection site pruritus. At the time of reporting, the outcome of injection site irritation and injection site pruritus was unknown. The reporter did not provide causality for the events of injection site irritation and injection site pruritus. Follow up information was received as solicited information on 21 apr 2021, from a consumer via (B)(6) specialty pharmacy. On an unreported date, the patient does not use chloraprep because it irritates his skin (skin irritation). The therapy start date of IV remodulin was updated to 31 dec 2020 from 15 jan 2021. The infusion rate of IV remodulin was added as 46 ml/24hr. Co-suspect medication included chloraprep (chlorhexidine gluconate, isopropanol). The patient reported that he did not use chloraprep because it irritates his skin. The patient had already spoke to nurse, pharmacist, and doctor's office about this irritation. Action taken with IV remodulin was dose was not changed due to the event of skin irritation. Action taken with chloraprep was not reported for the events of skin irritation, injection site irritation, and injection site pruritus. At the time of reporting, the outcome of skin irritation was unknown. The reporter assessed the causal relationship between the IV remodulin and the event of skin irritation as not related. Case comment/senders comment: the company has assessed the serious adverse event of injection site irritation as not related to IV treprostinil. The event was likely a complication associated with the use of drug delivery system but not to the drug itself.